Event description:
Device 2 of 3. Reference MFR report #: 1627487-2011-05035, 05037. The patient received his scs system on (B)(6) 2011 with two lead anchors (from the same lot) and two percutaneous leads (from the same lot). It was reported that the patient was explanted due to infection at the lead insertion site. He is being treated with IV antibiotics and is currently doing well.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.